Event description:
It was reported that while using one bd vacutainer® ultratouch¿ push button blood collection set, customer noticed blood leakage on the tubes. No patient or user impact reported.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using one bd vacutainer® ultratouch¿ push button blood collection set, customer noticed blood leakage on the tubes. No patient or user impact reported.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation. The customer's photo displays a device with blood leakage in the holder and a sleeve that has not properly recovered over the non-patient cannula. Additionally, 30 retained samples underwent functional tests. Out of these, two failed the functional test due to sleeve leakage observed from poor sleeve recovery. Another set of functional tests on the 30 retained samples confirmed that all samples passed, as they were able to be activated properly with no evidence of defects or leakage observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve leakage. Corrective and preventive action has been opened to address the issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.